Manufacturer narrative:
(B)(4) was associated with operator variability during the gluing process of a similar product line. This variability was attributed to new operators performing the gluing process in the month of december 2016. All lots manufactured during the suspected time frame have been evaluated. Retention samples from the m7854p, 1612-005 were visually inspected leak tested. Data showed no confirmation of the complaint. Ref 622280, ln 1612-019: no irregularities in glue observed. Ref 622281, ln 1612-015: no irregularities in glue observed. Ref 622286, ln 1612-018: no irregularities in glue observed. Ref m7001, ln 1612-017: no irregularities in glue observed. Ref m7854p, ln 1612-005: visual irregularities in the glue observed, less glue present and bubble inside of the glue (inside of the tube) observed. Ref 622287, ln 1612-006: no irregularities in glue observed.

Event description:
May be an air leak where the tube and luer lock connect. No patient injury.